Event description:
It was reported that the patient presented for an implant operation. During the procedure, the left ventricular lead exhibited high capture thresholds and the patient experienced phrenic nerve stimulation. The lead was removed. The patient was in stable condition.

Manufacturer narrative:
The event of inadequate capture was not confirmed. The complete lead was returned for analysis. Electrical, mechanical, visual inspection and x-ray analysis was normal with no anomalies found.